Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found a kink in the tube going into the fill port. To remediate the issue , the fse remade the connection the pipe to the middle connector at the safety disk. The unit passed all functional and safety tests as per manufacturer specifications.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a circuit leak. Switched equipment and checked connection, still showing error. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found a kink in the tube going into the fill port. To remediate the issue, the fse remade the connection the pipe to the middle connector at the safety disk. The unit passed all functional and safety tests as per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter name - (B)(6). A supplemental report will be submitted upon completion of our updated investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a circuit leak and then, checked connection and still showing error. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6). Event site full name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.